Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a discrepancy occurring when the pump showed 0 units instead of the expected 150 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge and was advised to call back for further troubleshooting if the issue recurred.